Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was admitted for corynebacterium infection on (B)(6) 2015. The corynebacterium was felt to be secondary to sternal hematoma, bateremic, and subsequent pump seeding. The patient had nausea, vomiting, fevers, and malaise. Corynebacterium treatment was uninterrupted from the time of initial diagnosis until the patient entered unofficial hospice plan (reported in MFR. Report # 2916596-2020-05126). The patient was not a transplant candidate. The patient was admitted for nausea, vomiting, and malaise. Blood cultures were positive for corynebacterium. The patient had no drainable fluid. The patient had a central intravenous (IV) line placed and was discharged on IV vancomycin.